Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following: it was reported by a customer that the break is under the blue connection that goes into pump and leaking with hazardous drugs.

Manufacturer narrative:
The customer reported the tubing broke under the pump, and returned 3 used samples and one photo of material 2420-0007, lot 25083003. The photo returned also verifies the reported issue of separation. Upon initial visual examination, there was one that set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. There are two other sets which, when tested, did not replicated the issue or any other defects. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application due to malfunction by the solvent dispenser. Plant addressed the issue by adding a presence fixture to the production line, begin reviewing an additional 10 pieces per production line, and line clearance execution. In addition, a quality alert was issued by the plant to communicate and reinforce the correct solvent assembly procedure to personnel.